Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection of the device was completed by the manufacturer and found evidence of dust contamination on the blower and on the blower impeller. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed one instance of continue error err_comp_log_sem_ timeout was logged. The manufacturer concludes the contaminates found were consistent with dust. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.